Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) and had to charge the ipg more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last year from the date manufacturer became aware of the event.